Event description:
Additional information was obtained. One month later, this device remained in safety mode. Technical services was again contacted for further recommendations. The patient with this device is post av ablation and vvi pacing mode meets their needs at this time. The tachy mode therapy is programmed off. As this patient is waiting for a heart transplant, there is an attempt to keep this device implanted until that procedure. Device replacement has been recommended.

Event description:
Boston scientific received information that the patient with this device was hospitalized for a left ventricle assist device procedure. Post procedure, it was noted this device was in safety mode. An internal technical service consultant was contacted and was informed the device cannot be programmed out of safety mode. The information has been provided to the physician and a decision regarding device replacement will be made. No adverse patient effects were reported.

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and replaced with a competitor device. It is unknown at this time whether the device will be returned for analysis.

Manufacturer narrative:
Should the device be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
As of this date, this device remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis determined this device had not reached elective replacement indicators while implanted. Microscopic visual inspection revealed the device header was intact. It was verified the device was in operating safety mode and could be programmed to normal operation without any issues. The device was interrogated without any issues. A review of the memory log book revealed four faults had occurred while implanted. It was determined this was due to electrocautery applied near the device resulting in the oscillator temporarily not functioning appropriately resulting in the observed observation of the device reverting to safety core. Further analysis revealed this device operated appropriately throughout testing with the exception of the real-time clock function which is a expected behavior when in safety mode.